Event description:
Complainant alleged that the medic was attempting to monitor an 81 yr old female patient, using the three lead ECG cable with the device in semi-automatic mode, but the device displayed a "cable fault" error message, and a flat line ECG signal, although the patient had a heart rhythm. The medic then checked all connections, and all appeared securely attached. The device was then turned off/on, but it displayed the same error message. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.